Event description:
The original complaint from the affiliate reads "this balloon did not cross the lesion while the balloon of the same size of the competitor crossed lesion. Sakura fire star, 1.50 x 15, 2." The target lesion was a calcified left circumflex. Two balloons were received for the complaint. Both balloons were received separated in two pieces. It is unknown if the event occurred during the procedure. There is no patient information available. There was no reported injury to the patient.

Manufacturer narrative:
As reported from the affiliate ''sakura fire star, 1.50 x 15 mm balloon did not cross the lesion while the balloon of the same size of the competitor crossed lesion.'' The target lesion was a calcified left circumflex. Two fire star balloons were received for analysis (fire star 1.50 x 15 mm and fire star, 2.50 x 20 mm). The reporter indicated that only one cordis balloon was used and that the second balloon was a competitor's balloon. However, both balloons received were cordis balloons and analysis was performed in both. Additionally, both balloons were found separated in two pieces. Multiple attempts to clarify if both cordis balloons were used in the procedure and determine when the products were separated were unsuccessful. There was no reported injury to the patient. One non-sterile sakura fire star, 2.50 x 20 mm was received coiled inside a plastic bag. The separated section seems to be elongated prior the separation. The separation was at 31.9cm from hub; the balloon was already inflated. No other damages were detected. Sem results showed that the distal section presents evidence of diameter reduction. Also evidence of elongation is shown in the proximal and distal separation surfaces. Elongation and diameter reduction are common characteristics of pieces which were stretched/ pulled until separation. It is possible that a stretching/ pulling event could have caused this body shaft separation condition; however this could not be conclusively determined. Cutting was discarded as a root cause since no characteristics typical of this failure mode were observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure ''body shaft separated'' found during analysis was confirmed; the exact cause of the damage could not be conclusively determined. It is our intention to report conservatively when information is not available, however this separated condition may be caused by the way the products were shipped for analysis. Based on the information provided and the product analyses, it seems that the fire star 1.50 x 15 mm that was not inflated could correspond to the failure to cross reported. Based on the information reported, a competitor balloon of the same size was used to complete the procedure; however this information does not correspond with the fire star, 2.50 x 20 mm received. Neither the DHR review nor the product analyses suggest that the failures are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2011-00841 and 9616099-2011-00842.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2011-00841 and 9616099-2011-00842.